Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar instrumentation and fusion. Intra-op, the driver broke. No fragment of the broken driver remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical examination confirmed approximately 3mm of instrument tip has been stripped and deformed, consistent with interface during usage. The remaining torx tip has been twisted. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.